Event description:
During a fistulogram we used a balloon that would not deflate, presuming due to a manufacturing defect, which led the radiologist to pull the semi-uninflated balloon out of the patient.